Manufacturer narrative:
The patient was diagnosed with this peritonitis event on an unknown date during the second week of november 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On unreported date(s), the patient was hospitalized for the peritonitis for ten days, the patient¿s pd catheter was removed and the patient was switched to hemodialysis therapy; further described as ¿for the time being until the patient fully heals¿. The patient was given unspecified medications intravenously through a port on their arm. It was reported that the patient plans to return to pd therapy on an unspecified future date. On an unspecified date, the patient was retrained in aseptic technique. At the time of this report, the patient was feeling weak but was in the process of recovering from the peritonitis event. No additional information is available.